Event description:
During implant, the helix on the right ventricular (rv) lead was observed to be extended before reaching the ventricle. The physician alleged a helix malfunction. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of potential issue with the helix was not confirmed. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted with no anomalies noted. The full helix extension length was within specification. Visual inspection of the lead did not find any anomalies.